Event description:
It was reported by the customer that during an shoulder repair surgery on (B)(6) 2022, it was observed that the cordcutter device would not cut properly. During in-house engineering evaluation, it was determined that the edge of the cutter was found dull as well as the edge of the hub that covered the inner shaft. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visual observations revealed that the device has some marks of wear and use as usual on these types of reusable devices; labels in the device were found. The inner shaft was removed, scratches were found in the tip, however the edge of the cutter was found dull. The hub that covers the inner shaft was also reviewed for any anomalies and the edge was found dull as well. When performing the functional test, a sample suture was used, it was placed on the cutting hole and it was not possible to fully cut the suture. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. According with the visual inspection and the functional test result, this complaint can be confirmed. The possible root cause can be attributed to the constant use of the device, the continuous sterilization process and the age of the device. As stated on IFU 108484: end of useful instrument life is generally determined by wear or damage from handling or surgical use. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.